Manufacturer narrative:
Complaint conclusion: as reported, the plastic overlying the plug of a 5f mynxgrip vascular closure device (vcd) seem to split. After deployment, the plug could be visibly seen outside the body, where it actually was torn in a couple of places completely above the skin. The sealant was not exposed before use in the patient. Hemostasis was achieved by manual pressure for twenty minutes. There was no reported patient injury. The device was removed from the package in a sterile manner like recommended. The device was inspected prior to use once opened to a sterile field. The shuttle handle was not displaced. The sealant sleeve was not out of position. After inflating the balloon, the user pulled back until the resistance was met indicating the balloon was at the arteriotomy. When the user went to pull the tab down (start of the ¿down up down,¿) the plastic overlying the plug seem to split, and the plug can be visibly seen outside the body where it actually was torn in a couple places. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx trained and has used them multiple times. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The syringe was connected to the device. The non-cordis procedural sheath was observed on the outer cartridge tubing, fully retracted as received. No sealant was observed stuck to the returned device components and/or returned with the device. However, it is unknown if the returned device was manipulated post-procedure. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Sealant deployment could not be tested as the sealant was not received for the analysis. A microscopic analysis was performed to confirm the absence of the sealant in the device as received. A product history record (phr) review of lot f2313002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿component-component issue¿ and ¿sealant-sealant misdeployment¿ were not confirmed through analysis of the returned device since the sealant was not received and there were no damages or anomalies noted. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there were no damages/anomalies noted with the returned device and sealant was not included with the product. However, procedural/handling factors (such as excessive force during the sheath retraction step) are possible. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2313002 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plastic overlying the plug of a 5f mynxgrip vascular closure device (vcd) seem to split. After deployment you can visibly see the plug outside the body where it actually was torn in a couple of places completely above the skin. The sealant was not exposed before use in the patient. Hemostasis was achieved by manual pressure for twenty minutes. There was no reported patient injury. The device was removed from the package in a sterile manner like is recommended. The device was inspected prior to use, once open to sterile field. The shuttle handle was not displaced. The sealant sleeves were not out of position. After inflating the balloon, the user pulled back until the resistance was met indicating the balloon is at the arteriotomy. When the user went to pull the tab down (start of the ¿down up down,¿) the plastic overlying the plug seem to split, and you can visibly see the plug outside the body where it actually was torn in a couple places. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx trained and has used them multiple times. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.